Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that corrosion on distal end plastic cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corroded distal end plastic cover could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.